Manufacturer narrative:
(B)(4). The device has not been returned at the time of this report. The investigation is in progress.

Event description:
The customer alleges that the connector detached from the tracheal extension during use. No injury to patient was reported.

Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. The sample was returned for evaluation. A visual exam was performed and no obvious defects were observed. The angular connector was able to be attached to a tube from current production at the manufacturing facility. The tracheal 15mm connector from the returned sample was tested with a ring gauge and plug gauge and was found to be within specification. A simulation test was conducted by connecting the bronchial tube to the ventilator. The 15mm connector for the tracheal tube was able to be connected to the ventilator machine. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
The customer alleges that the connector detached from the tracheal extension during use. No injury to patient was reported.